Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple battery failed and replace battery alarms. Customer stated that the screen was going black. Customer did receive the low battery alarm prior to the replace battery. Through troubleshooting it was noted that the customer was unable to get the insulin pump to start despite multiple battery changes. Customer also mentioned that they continue to receive the failed battery alarm despite battery changes. Customers blood glucose reading was unknown. Insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on the electronic board of the insulin pump was monitored and functioned properly. No unexpected failed battery test/failed battery alarms noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.